Event description:
It was reported that two li-ion batteries would hold a charge for only 6 hours. The batteries and charger are only 3 months old and customer has experienced multiple issues with the batteries losing charge when not in use. The autopulse batteries were recycled every 24-hours and placed in charger as per recommendations from zoll. Battery serial numbers are (B)(4). There was no pt involvement reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. Battery s/n (B)(4) - MFR report # 3003793491-2013-00416 and battery s/n (B)(4) - MFR report # 3003793491-2013-00417.

Manufacturer narrative:
In addition, the following field should not have been checked on the initial report: 1. "Other serious" under section b. Box 2. Outcomes attributed to adverse event - no adverse events were reported the autopulse battery in complaint was returned to zoll on 03/26/2013 for investigation. During evaluation of the returned batteries, the reported issue was not confirmed. The battery was charged and tested multiple times and did not present any issues.